Event description:
Dobhoff tube was placed. An x-ray was taken 3 days later showing the dobhoff tube broken with distal 17.5cm fragment within the stomach. The upper portion was removed at the bedside. The patient required an upper endoscopy to remove the fractured feeding tube in the stomach.